Event description:
Event description guidant received information that at implant testing, after a capacitor reformation, this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri).